Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, a single definitive root cause could not be conclusively determined.

Event description:
It was reported that the patient was experiencing recharge burden where the ipg would last 5-6 hours on a single charge before the device stopped providing therapy. The patient was recharging the device to full before reactivating therapy. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced.